Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced cannula issue on (B)(6) 2026 as cannula was found bent which led to high blood glucose level and was treated with insulin pen. No further information available.